Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels in the 20 mg/dl range. The customer was refusing to drink juice, and that is when her family called the paramedics. The customer and doctor both felt that the customer may have miscalculated her bolus delivery. Nothing further was reported.